Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer was reported via phone call that, the customer received an insulin pump error. The blood glucose was 279 mg/dl at the time of the incident. The customer was in the hospital for two weeks for diabetes ketoacidosis. Customer got insulin pump which had a good battery which shut itself and died and it beeped and pulled out it said insulin pump error. Customer reports the following symptoms related to their high blood glucose was throwing up. Customer was not feeling well today and drank a protein drink and it was caramel and it was the first time she drank it thinks that's what caused the high blood glucose today. The blood glucose was treated with bolus. The device will not be returned for analysis.